Event description:
Customer experiencing high blood glucose. Customer had bolused with the insulin pump. Customer woke up in the early morning with a blood glucose reading in 400 range. Later she woke up with a blood glucose reading of 500 mg/dl. Customer is traveling and she decided to see a diabetic nurse at the emergency room. Customer had dry mouth, groggy and vomiting. Customer was treated with manual injections. The blood glucose level decreased to 130 range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.